Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was experienced high blood glucose. Blood glucose at the time of event was 436 mg/dl. Insulin pump received open book image and low battery alert. Customer was sleeping and received the red x with question mark. Insulin pump also had blank display. When customer removed battery insert battery alarm did not displayed on the screen of insulin pump. Customer stated that contacts on the battery cap were neither missing nor damaged. Customer stated the spring was neither damaged nor corroded. Display did not return even after restart. The insulin pump will be returned for analysis.